Manufacturer narrative:
(B)(4). The directions for use was provided to the nurse and she was informed that the intraosseous administration route is not an approved route. Customer states that product will not be returned because no malfunction occurred.

Event description:
A nurse called to report that an adult male patient was brought into the emergency room in an unstable condition undergoing resuscitation efforts (chest compressions and ventilation) and receiving critical medications via an intraosseous line. Upon arrival, the nurse changed the IV tubing from the field tubing to the dedicated alaris system tubing. When she started the alaris device it alarmed for an occlusion and could not infuse the IV fluid. The nurse flushed the line and increased the pressure on the device to 525 mmhg however the device continued to alarm occluded. The nurse took the tubing out of the device and administered the IV fluids and emergency medications (unspecified) via IV push and gravity through the intraosseous line. The patient continued to require resuscitation efforts however he expired shortly after arriving to the emergency room. The nurse did not allege that the device attributed to the death of the patient. She wanted to know how to use the device with an intraosseous infusion. No additional patient or event information is available.